Manufacturer narrative:
This report is submitted on july 12, 2019.

Event description:
Per the clinic, the patient experienced infection around the implant side. The device was explanted (B)(6) 2019.

Manufacturer narrative:
Per the clinic, it was reported that prior to explantation of the device, there was an extrusion of the receiver stimulator subsequent to the infection localised at the implant site. The electrode array was left insitu in order to preserve the cochlear for future implantation. This report is submitted august 30, 2019.

Manufacturer narrative:
This report is submitted september 16, 2019.